Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during the aneurysm treatment at right internal carotid artery-ophthalmic (c6 segment) subject flow diverting stent was implanted. Post-procedure patient suffered subarachnoid hemorrhage. According to site adverse event has possible relationship to the procedure, subject flow diverting stent and underlying condition and probable relationship to dapt. The issue was resolved next day and the patient has recovered. No additional information available.

Event description:
It was reported that during the aneurysm treatment at right internal carotid artery-ophthalmic (c6 segment) subject flow diverting stent was implanted. Post-procedure patient suffered subarachnoid hemorrhage. According to site adverse event has possible relationship to the procedure, subject flow diverting stent and underlying condition and probable relationship to dapt. The issue was resolved next day and the patient has recovered. No additional information available.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'patient intracranial hemorrhage'.

Event description:
It was reported that during the aneurysm treatment at right internal carotid artery-ophthalmic (c6 segment) subject flow diverting stent was implanted. Post-procedure patient suffered subarachnoid hemorrhage. According to site adverse event has possible relationship to the procedure, subject flow diverting stent and underlying condition and probable relationship to dapt. The issue was resolved next day and the patient has recovered. No additional information available. Update information: additional information received on 21-mar-2023 confirmed that the reported adverse event patient had subarachnoid hemorrhage after procedure was not related to the implanted stent (subject device). According to site, the adverse event has possibly relationship to the procedure, underlying condition and probably relationship to dapt (dual anti-platelet therapy) . The outcome of the adverse event was recovered/resolved and there was no sequalae. Mrs (modified rankin score) at discharge was 0 (no symptoms). Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 21-mar-2023.

Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no adverse event. B2 outcomes attributed to ae ¿ corrected ¿ no ¿other serious (important medical events)¿ h1 type of reportable event ¿ corrected ¿ no serious injury . F10 / h6 device code grid: corrected to ¿no apparent adverse event¿. H6 conclusion code grid: corrected to no ¿known inherent risk of device¿. F10 / h6 clinical signs code grid: corrected to ¿no clinical signs, symptoms or conditions¿ . F10 / h6 health impact code grid: corrected to ¿no health consequences or impact¿. B5 executive summary - updated - additional information received on 21-mar-2023 confirmed that the reported adverse event patient had subarachnoid hemorrhage after procedure was not related to the implanted stent (subject device). According to site, the adverse event has possibly relationship to the procedure, underlying condition and probably relationship to dapt. The outcome of the adverse event was recovered/resolved and there was no sequalae. Mrs at discharge was 0 (no symptoms). Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 21-mar-2023. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.